Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon over reamed 1mm for the femoral stem, and broached and trialed appropriately. The real femoral construct sat proud and would not fully seat. It sat proud 3mm. Due to this, the patient has a gap misbalance, and will not fully extend. The pressfit for this construct is too much. Unless the surgeon plans to break femurs to seat fully, it is very difficult if not impossible to seat fully like the trial construct sat. A surgical delay of 20 seconds was noted. Doe: (B)(6) 2020.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the DHR review revealed one piece was scrapped at the unload sinter operation. No other deviations or anomalies were observed. Corrected; h6 (patient). Removed not applicable code and replaced with no code available (3191) to capture prolonged surgery.